Event description:
It was reported that a stent dislodgement occurred. Vascular access was obtained via the left radial artery. The de novo target lesion was located in the severely calcified left anterior descending (lad) artery. A 3.5x12mm promus premier drug-eluting stent was advanced to the lesion. Once the stent was in the mid portion of the lad, the physician determined that implanting this stent was not necessary. While withdrawing the device, the stent dislodged in the left main artery. The physician opted to implant the stent in this location using a 4x8 quantum maverick balloon. There were no patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned, therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).